Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this implantable pacemaker experienced not feeling well and had pain around the implant after patient had surgery. Patient had magnetic resonance imaging and turn the implant on and off. Patient was informed that the "started working again." To date, this device remains in service. No adverse patient effects were reported.